Manufacturer narrative:
Attempts to obtain additional were made to the reporter. The reporter will update with information and status of reported device. After the evaluation is performed and completed, a supplemental report will be made. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the cautery (electrode) "hook had a civit on the wand causing arching into bowel". Per report, the electrode was inspected and replaced immediately. Sutures were performed to repair the damage on the bowel. No additional was provided.